Event description:
It was reported that t2 did not deploy during a knee scope procedure. A delay of less than 30 minutes was noted as a result. The procedure was completed with a backup device of the same model. No patient injuries or additional complications were reported.

Manufacturer narrative:
One fast fix 360 curved needle delivery system 72202468 received. This device was received in used condition. T1 and t2 were not returned. No suture was returned. The visual inspection does not indicate aggressive use. There is no bend or twist of the delivery needle. Functional test indicates that the manual advancement of the actuator is functional. T2 non-deployment cannot be confirmed nor disproved. No further investigation warranted.